Event description:
It was reported that during the pre-insertion setup, the inserting clinician opened the first kit and observed a kink in the distal tubing/lumen. The first catheter/kit was removed, and a second catheter/kit from the same item/lot was opened. The second catheter had the same kink as the first; however, due to the emergent nature of the procedure, the inserting clinician proceeded to insert it into the patient. The second catheter, was placed, did function well during use & did not cause any issue. There was a slight delay in therapy as additional time was required to grab the second kit from inventory. The patient condition was reported as "fine," with no patient injury, consequence, or medical intervention required.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the pre-insertion setup, the inserting clinician opened the first kit and observed a kink in the distal tubing/lumen. The first catheter/kit was removed, and a second catheter/kit from the same item/lot was opened. The second catheter had the same kink as the first; however, due to the emergent nature of the procedure, the inserting clinician proceeded to insert it into the patient. The second catheter, was placed, did function well during use & did not cause any issue. There was a slight delay in therapy as additional time was required to grab the second kit from inventory. The patient condition was reported as "fine," with no patient injury, consequence, or medical intervention required.